Event description:
It was reported that an ilet user experienced two prior continuous glucose montor (cgm) sensor issues, could not connect the cgm or enter blood glucose values, and consequently ilet dosing stopped for approximately 10 hours. During this period the user did not revert to alternative therapy, and once a glucometer was obtained, a manual glucose entry allowed the ilet to resume regulation. Symptoms included hyperglycemia peaking at 508 mg/dl and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to the user not reverting to alternative therapy after ilet stops dosing, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.